Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly, and subsequently, shut down. Reportedly, the customer stated that the pump battery was at 80% when they went to bed, and when they woke up the battery was depleted. Customer reported a blood glucose level of 270 (mg/dl) that was addressed with a manual injection. It was reported that the customer would revert to insulin injections for alternate insulin therapy.